Event description:
It was reported that during a routine device change out, it was difficult to remove the lead from the pulse generator header. It was suspected that the setscrew was stripped. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.